Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer reported the the buttons were not responsive and they received a button error alarm. Customer's blood glucose was 147 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer stated they were playing in the sprinklers prior to the keypad issue occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.